Event description:
Monitor came in to MFR for service/repair for the complaint symptom of its battery not holding its charge as specified. MFR has identified all models and serial numbers of this monitor type containing a specific (eagle picher) vendor battery previously determined to have the potential of leaking electrolyte. This specific monitor was identified from the list of monitors containing this specific battery from eagle picher. Monitor was opened by factory service and battery was confirmed to have been made by eagle picher. Corrosion was visually confirmed.